Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this system with an implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads fell to the ground. A shock was delivered but a fault code 1004 related to short circuit was triggered. Also, a code 1006 regarding high voltage was triggered afterwards. External shocks were needed to convert the arrhythmia the patient was experiencing. The ICD, ra and rv leads have been explanted at this time. No additional adverse patient effects were reported.